Manufacturer narrative:
The device was returned and evaluated. In addition to the malfunction documented in b5, the additional evaluation findings were as follows: the connecting tube was wrinkled. The s-cover (scope cover) was cracked and not waterproofed. Due to wear of the angle wire, the bending angle in the pp direction did not meet the standard. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the cysto videoscope forceps part was not fixed and turns. The issue was found during the diagnostic procedure. There procedure was completed using a similar device. The device was returned for evaluation. During the device evaluation, the following reportable malfunctions were found: the forceps channel port is loose; brown foreign material was attached around the adhesive of the ob (objective lens) lens. It was not possible to identify when the foreign material had been attached to the subject device. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Issue 1 (forceps channel/biopsy port loose) ¿ based on the results of the investigation, the issue may have occurred from excessive stress being applied when a forceps/irrigation plug was attached. However, definitive root cause cannot be determined. Issue 2 (brown foreign material around the objective lens adhesive) ¿ based on the results of the investigation and the information provided, it could not be determined what the foreign material was. Due to the leakage identified at the scope cover, proper reprocessing may not have been possible, and the foreign matter may not have been removed. However, the definitive root cause could not be determined. The event can be detected/prevented by following the instructions for use: evis cystovideoscope cyf-240/cyf-240a instructions chapter 3 preparation and inspection. Olympus will continue to monitor field performance for this device.